Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. Technical services (ts) analyzed device episode data and found a small amplitude signal. It was noted that this patient has a concomitant pacemaker from a different manufacture that is implanted and active that may be causing the different morphologies on this s-ICD. Ts provided programming suggestions as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.